Event description:
It was reported that a patient was having a problem with the pump. For approximately 2 months prior to the report, the pump had been infected and was moving around. It was thought that the patient had gained weight. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was removed on 2014-(B)(6) because of an infection (infection previously reported). The reporter thought the infection started a ¿few months¿ before that.